Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the cause of the pushwire and capture coil getting stuck was the sleeves weren¿t able to be pulled through into the microcatheter. Bunched up and put to much pressure on the end of the microcatheter. The capture coil was pulled as close to the microcatheter as possible and the microcatheter and capture coil were pulled out together.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient was treated for an unruptured, fusiform cavernous aneurysm of the left carotid artery (maximum diameter 9 mm, neck diameter 20 mm) (distal landing zone 4.5mm, proximal landing zone 5mm) with placement of a pipeline embolization device 5.00mm x 35mm. During the procedure, moderate vessel tortuosity was noted and access was obtained via the internal carotid artery (ica) with a 5 mm diameter. Catheter resistance was encountered at the distal end of the catheter, and accordion damage was observed on the distal end of the catheter. The pushwire and capture coil became stuck during retraction at the distal end of the device, and the physician was unable to recapture the wire after the device was deployed. The pushwire was rotated during removal. The deivces were prepared as per instructions for use (IFU). The procedure was completed, and angiographic results showed that the pipeline device covered the aneurysm neck and the procedure went very well. No patient complications have been reported as a result of this event. Ancillary devices: zoom 88 guide catheter.